Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7e was failed. The field service engineer (fse) removed back panel on auxiliary, removed all back panels, reset all cabling and tightened the latches. The fse ran a full hardware test application and removed medications that were stuck between pockets. The operation was verified by the customer. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 7e was unresponsive. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.